Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) on january 27, 2021 via a healthcare provider (hcp) regarding an implantable neurostimulator (ins). It was reported the manufacturer representative suspected an over-discharge as the patient had reported having 2-3 physician mode recharges (pmrs) in the past. The patient stated their ins had been dead for about 4 months and their recharger was not going into pmr after trying for 6 to 7 times. The caller inquired on how many over-discharge events it would take for the ins to go into end of service. Information was reviewed and it was reviewed to try multiple pmrs to try and get the ins to charge normally. Additional information was received. It was reported the patient was jumped off a total of 6 times and then recharged and the por was cleared on (B)(6) 2021. It was noted that was the third over discharge when interrogating to clear the por. The cause of the ins being dead, was the patient lost their equipment after a move and then found the external equipment after the ins was dead.